Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 685 mg/dl at the time of incident and current blood glucose level was 398 mg/dl. Customer¿s other blood glucose level was 367 mg/dl, 385 mg/dl, 356 mg/dl, 408 mg/dl, 680 mg/dl, 128 mg/dl, 388 mg/dl, 565 mg/dl, 367 mg/dl, 385 mg/dl, 356 mg/dl, 443 mg/dl, 568 mg/dl, 408 mg/dl, 680 mg/dl, 319 mg/dl and 128 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin shot and bolus. Customer stated that the sensor had possible causes of change sensor and did receive a sensor updating and did not receive a calibration not accepted alert. Customer stated that the infusion set was leak. Customer was using auto mode feature. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.